Manufacturer narrative:
This complaint includes known side effects for uf treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.

Event description:
Skin burn and prolonged hospitalization for observation, following uterine fibroids (uf) treatment.